Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, drive shaft was found come apart due to excessive wear, and technician found a broken shaft which gets hot. Hose, discs, bearings, shaft, tube, and bolting replaced. Device repaired and returned.

Event description:
Customer reported noise in the motor. This report is 1 of 1 for com-(B)(4).